Manufacturer narrative:
E1 - phone number: (B)(6). E1: (B)(6). E3: nurse unit manager, emergency department. G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a hair-like fiber was found in the sterile packaging of a wayne pneumothorax set. The package was said to be opened under sterile conditions in a controlled environment when the issue was noted. The device was not used on the patient. A customer provided photo reveals a small dark hair-like fiber in the open kit. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.